Event description:
Per the clinic, the patient experienced drainage, erythema, swelling and infection at incision site (specific date not reported) and was treated with topical and oral antibiotics (specific date and duration not reported). At a follow-up visit on (B)(6) 2026, the issue persisted where the suture spitted. The site was prepped with antiseptic and scab at anterior adge was removed, revealing a small amount of yellow/clear discharge. The patient continued treatment with oral antibiotics (specific date and duration not reported). The site started to heal; however, at a subsequent follow-up on (B)(6) 2026, the incision site was again noted to be swollen and infected. Subsequently, the patient was administered with oral antibiotics (specific date and duration not reported) and underwent revision surgery where the site was opened to clear the drainage from incision site (specific date not reported). Topical numbing cream was applied, and granulation tissue was debrided, revealing murky discharge. The patient continued on oral and topical antibiotics (specific date and duration not reported). At follow-up on (B)(6) 2026, a small crust was observed, and the course of oral antibiotics was extended (specific date and duration not reported). On (B)(6) 2026, skin breakdown, clear yellow discharge, and device extrusion were observed (specific date not reported). The device remains implanted. Another revision surgery is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.